Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels of 480 mg/dl. The patient vomited and his father brought him to the hospital. In hospital, the patient was treated with an IV containing an antiemetic drug. The patient was discharged the same day.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.